Event description:
Per the audiologist, the surgeon was not able to get a full insertion of the electrode array into the patient's cochlea due to ossification. The patient decided to have the device explanted one week after the initial surgery. Reimplantation is planned for 2008 (date not reported).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.